Event description:
Reporter stated there were four devices with foreign bodies inside the encore 26 inflation device and balloon rapture. Reference reports: mw5175874, mw5175876, mw5175877. Hecc: 4582. Dpc: 2901 ,1546.